Event description:
It was reported that the patient had an infection. The patient called boston scientific technical service (ts). The patient reported there are white cords or threads coming out of the skin where the insertable cardiac monitor (icm) device is implanted. The patient provided they believe they had an infection. The patient reported there is a pimple forming on top of the icm. Ts referred the patient to the clinic. Additional information has been requested but not provided. Due diligence has been completed. The device remains in-service. No additional adverse patient effects were reported.